Event description:
It was reported that a rotawire was separated. A 330cm rotawire and wireclip torquer and a 1.5mm rotalink plus were selected for use in a percutaneous transluminal coronary rotational ablation procedure. During preparation, the rotawire separated when rotation speed test was performed outside the patient's body. An attempt to load a new wire was made; however the wire was unable to be inserted into the advancer. The procedure was completed with another of same burr and wire. No complications reported. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The advancer unit and burr unit were received together. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. The burr was received with dried saline/blood in the annulus, so the burr was soaked in hot water for a short time to remove the saline. A test .009 rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Corrected lot number from 022418339 to 22388400. Corrected expiration date from 06/23/2020 to 06/16/2020. Corrected device manufacture date from 07/24/2018 to 07/17/2018.

Event description:
It was reported that a rotawire was separated. A 330cm rotawire and wireclip torquer and a 1.5mm rotalink plus were selected for use in a percutaneous transluminal coronary rotational ablation procedure. During preparation, the rotawire separated when rotation speed test was performed outside the patient's body. An attempt to load a new wire was made; however, the wire was unable to be inserted into the advancer. The procedure was completed with another of same burr and wire. No complications reported.